Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 550 mg/dl. The customer stated that he last changed his infusion set the day before and that he typically changes out his infusion set every four days. It was explained to the customer that infusion set needs to be changed every two or three days. The customer then stated that when he pulled his infusion set out from his body that it had blood on the tip. It was explained to the customer that his high blood glucose level was caused by an occluded cannula that occurred when he accidentally hit a capillary. Programming was correct. Troubleshooting was performed and the insulin pump passed the fixed prime. Nothing further was reported.